Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set fell off and had to put another one. Reportedly, the patient came home and lost the tubing as it came apart. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set fell off and had to put another one. Reportedly, the patient came home and lost the tubing as it came apart. No further information available.